Manufacturer narrative:
Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced insulin flow block alarm and insulin does not exits tubing during troubleshooting. No further information available.